Event description:
It was reported that this right atrial (ra) lead dislodged, as confirmed via x-ray. Surgical intervention was performed and the ra lead was explanted and replaced as tissue was entwined in the helix as well. No additional adverse patient effects were reported. This ra lead was disposed of at the hospital and is not expected to be returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.